Manufacturer narrative:
Product investigation was completed. This device was subjected to and passed all returned product testing. Device was determined to have met the specifications. As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was unable to be successfully implanted and was replaced due to physical damage noted on the lead body. No adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial lead was unable to be successfully implanted and was replaced due to physical damage noted on the lead body. No adverse patient effects.